Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. It was noted that the device was programmed with high atrial outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.